Event description:
Customer reported via phone, she was finding it difficult to press the buttons on the insulin pump. Customer states she has arthritis in her hands and has missed a bolus do the keypad anomaly. Customer's blood glucose was unknown. Customer was informed that she was previously advised the buttons would be hard to press in order to prevent accidental button pushes. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.